Event description:
It was reported the device indicated a battery voltage of 2.69v in 2008. Approximately three months later, the battery voltage has dropped to 2.54v, below eri. Additionally, there were no high outputs noted. The device was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: analysis of the device confirmed the eri condition. The device did not meet expected longevity. Analysis of the device and internal components were as expected for a pacemaker at eri. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.